Event description:
Leaking PICC. Hole was seen in line post-removal. It was only in situ for one week and was not used for power injection. A securacath device was used to anchor it in place. FDA safety report ID# (B)(4).